Event description:
A male underwent an initial aaa repair in 2008. The patient received a zenith main body and two zenith iliac legs. The patient had palpable bilateral dorsalis pedis pulses at the end of the procedure. The following year, the patient underwent an aortogram. The aortogram showed patency of the zenith bifurcated endograft. There was evidence of a type I endoleak with contrast seen entering the aneurysm sac proximally on the right side just below the level of the renal artery. It appears that the covered portions of the graft is at least 1.5 cm from the origin of the renal arteries. The bare portion of the stent was just above the level of the renal arteries. Both limbs were patent and no distal endoleaks were identified. However, due to the type I endoleak, the patient underwent a secondary procedure where a zenith renu was placed the following month. The current status of the patient is unknown.

Manufacturer narrative:
Event evaluation: still under investigation.